Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the essj involved with this complaint and completed the device evaluation this unit was installed into the test system and it failed with error 31020 due to 10 power cycles. A use counter limit has been exceeded. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated a repeated non-recoverable fault. Customer reported that there was an issue with the cart drive prior to docking the patient side cart (psc) to the patient. Customer power cycled the system to restore cart drive, and then the system faulted with the 31020 error. Prior to calling the intuitive surgical, inc.(isi) technical support engineer (tse), the customer tried to hard power cycle the system twice, but the issue persisted. Tse walked the customer through a third hard power cycle and the system generated an error 31020 (use counter error on suj4). The customer tried to power cycle the system while holding a clutch button on suj4 to try and create a stuck button error that would allow suj4 to be disabled, but the system generated a 31020 error. It was also confirmed that the surgical staff did not observe any outside influences impeding the movement of the system or psm. Tse tried to connect to disable the suj but was unable to connect to gdla. At that time, the surgeon decided to convert the procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. No post-operative complications were reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse removed and replaced string pot assembly. System errors persisted before a calibration file was restored. Issue was no longer present, but troubleshooting and log review determined that the essj was faulty and triggered the 31020 error. Hence, fse replaced the essj. System was tested and verified for use. Essj - is the embedded serializer setup joint. Suj - the set up joint allows for the positioning of the system's manipulators.